Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to oversensing on the right ventricular (rv) lead and had high/undefined pacing impedance. The rv lead is suspected of fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.